Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: at analysis the reason for return was confirmed, over time the stylus tip and cursor on the screen would not be in alignment, even with attempted calibrations. Analysis also noted that there was no paper in the printer tray and that the latch of the cable bay was broken. The touch screen bezel assembly was replaced and calibrated, paper was added, the cable bay was replaced, software was installed and the device was cleaned. It then passed its electrical safety test and all final functional and systems tests. (B)(4).

Event description:
It was reported that despite calibrating the stylus, eventually the cursor stays too far off the stylus tip on the programmer display. The programmer was returned for service. No patient complications have been reported as a result of this event.